Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 79 year old female patient undergoing pre-operative mechanical circulatory support placement presented in a clinical condition consistent with scai shock stage c. An impella 5.5 was surgically inserted via the right axillary/subclavian artery on (B)(6) 2026, at 02:30. Following insertion, echocardiography was performed to confirm device position in the left ventricle, at which time bleeding was detected. Initial clinical assessment suggested that the bleeding resulted from a left ventricular perforation caused by guidewire manipulation during device placement. Because the patient had a ventricular septal perforation (vsp), physicians believed the ventricular wall was structurally weakened and therefore more susceptible to perforation. Subsequent post operative CT imaging revealed that the perforation was caused by the impella 5.5 pump itself rather than the guidewire. Based on clinical findings and post operative imaging, the left ventricular perforation was attributed to the impella 5.5 pump during insertion, with underlying vsp contributing to increased tissue vulnerability. The event is considered related to the device, though no defects or malfunctions have been reported, and no further manufacturer feedback or product replacement was requested. The impella 5.5 will not be returned, without the return of device, an evaluation will not be possible.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in b1 and d3. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d1 and d4. Upon review, the brand name and primary UDI number have been updated.

Manufacturer narrative:
Corrected information has been provided in d4. Vessel dissection, patient-device interaction problem: the cause of the issue was not established as no product was returned and limited clinical information was provided.

Manufacturer narrative:
Section d4 catalog number was corrected. H6 medical device problem code has been updated a24 is no longer applicable.